Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient had been having a lot of sickness and had a return of symptoms. The patient thought they might have just had the stomach flu or thought it was something they ate. They hadn¿t been able to eat and had lost three pounds in the couple of days prior to the report. It was noted that the patient thought their implanted neurostimulator (ins) died. However, they went to their healthcare professional (hcp) and they found that the ins was off. The hcp turned the device on and the patient hoped it was working. The patient stated that the hcp couldn¿t have shut the implant off and they hadn¿t been around any electromagnetic interference (emi). No further complications were reported or anticipated.